Event description:
Lap cholecystectomy- "the clip applier could not close the clips well and the clips slipped off the structure/tissue." Patient status: ok.

Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Engineering actuated the unit and determined that the unit functioned properly. The clips were fired off one at a time and conformed to all specifications. Engineering actuated the unit at different angles on tubing to attempt to replicate the customers' experience of incomplete clip closure. The unit was disassembled for further evaluation and met all specifications. The root cause of the incomplete clip closure experienced by the customer remains unknown since engineering was unable to replicate the incomplete clip closure. Applied medical's instruction for use (IFU) states, "with full visualization of the ligation site, actuate the direct drive clip applier jaws by pulling the trigger to the handle." Incomplete clip closure may result if the device is not fully actuated with the trigger touching the handle or if the tubular structure is large, proper ligation may not be achieved if adequate pressure is not applied to the handle. All clip appliers undergo 100% visual and functional inspection during the manufacturing and assembly process. As a part of this process, each unit is inspected for clip feeding and closure during manufacturing prior to packaging. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then the supplemental report will be submitted to the FDA.

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation.